Event description:
It was reported to philips that the device's ECG trunk cable was worn out. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. The ECG trunk cable was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.